Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was damaged during the an explant attempt of the right atrial (ra) lead, the lead was then surgically abandoned. No additional adverse patient effects were reported.